Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep verified the image quality and focus. He readjusted that focus on the ii power supply to optimum resolution, reseated at comm pcb and verified system communication. The system operates as intended.

Event description:
The customer reported the system locks up and the image is out of focus.